Event description:
Prolonged 2nd stage. 2 pulls given. Kiwi came off beginning of 2nd pull. Subgaleal hematoma.

Manufacturer narrative:
Subgaleal hemorrhage, a bleed that occurs between the scalp aponeurosis and the periosteum of the cranial bones is a known risk of any vacuum delivery. The literature reports an incidence of 1-4% of all vacuum deliveries. These bleeds have also been known to occur in infants delivered by forceps and rarely after spontaneous deliveries. They are more likely to occur with fetal hypoxia and underlying bleeding disorders, as well as after complicated deliveries. Clinical innovations will continue to monitor this event and send an update if additional information is obtained.